Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy during a normal device change out procedure. The lead capped, and the patient was stable before, during, and post-procedure.